Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
During seeg surgery performed at (B)(6) on (B)(6) 2019 the vigilance device failed and the robot acted as if the vigilance device was pressed at all times, even when released. The failure was noted and communicated to the surgeon and the surgeon opted to proceed as the patient was already anesthetized.

Manufacturer narrative:
It was reported the vigilance device failed and the robot acted as if the vigilance device was pressed at all times, even when released. A DHR review and a complaint history review did not identify any contributory factors to the event. The analysis of data logs did not allow to confirm the issue. If any new relevant information was received, the investigation will be reopened.

Event description:
During seeg surgery performed at seattle children's on (B)(6) 2019 the vigilance device failed and the robot acted as if the vigilance device was pressed at all times, even when released. The failure was noted and communicated to the surgeon and the surgeon opted to proceed as the patient was already anesthetized.